Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
On 5/6/2022, it was reported by a sales representative via email that an ar-3638 knotless fibertak was not able to cinch the repair suture of this anchor all the way down, the suture got stuck and would no longer tension after the knotless mechanism was passed. The suture from this anchor was removed and the case was completed using additional anchors. This was discovered during a procedure on (B)(6) 2022.